Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing ongoing elevated blood glucose(bg) levels, 300-600 mg/dl. A correction bolus and manual injections were used to address the high bgs. Reportedly, customer's healthcare provider adjusted pump settings and was reported to be the cause of the high bgs. Tandem technical support offered to perform a system check on the pump, but customer declined.